Manufacturer narrative:
H3 other; h6 code b01, c19, d15: product investigation report: the primary reported failure mode, the inability to track the device to the target location, could not be independently confirmed through evaluation of the provided photographs. The device photographs show a break in the distal shaft at the transition which was confirmed through evaluation of the returned device. Part of the distal shaft remains in the transition component indicating the bond between the distal shaft and the transition did not fail, rather the distal shaft itself broke. The distal shaft break, reportedly observed upon removal of the device from the patient, is consistent with device interactions contributing to the reported inability to fully insert the device followed by device withdrawal, but the specific cause for the distal shaft break and the inability to fully insert the device could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Additional information was requested from the hospital, what the planned indication was and if the procedure could be completed. Despite several requests, this information was not provided by the hospital.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for a 77-year-old female patient to treat an unknown etiology in an unknown anatomical location. It was reported that the viabahn device could not be fully inserted into the vessel during the procedure. When the viabahn device was removed, it was found that the viabahn device was damaged. The front part of the delivery catheter showed a breaking point / kink. There was no report of patient harm. The hospital provided photos of the viabahn device after the procedure, where it could be seen that a complete break of the delivery catheter components occurred.

Manufacturer narrative:
A2, a3, a4: patient information was requested, awaiting response. H6 code b14, c19: a review of the manufacturing records indicated that the device met pre-release specifications. H3 other; h6 code b23, c21: the medical device was not sent back for return yet, therefore direct product analysis was not possible yet. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for an unknown treatment in an unknown anatomical location. It was reported that the viabahn device could not be fully inserted into the vessel during the procedure. When the viabahn device was removed, it was found that the viabahn device was defective. The front part detached.

Manufacturer narrative:
A2: as only the year of birth 1946 was reported, we have entered an date of birth of 31-dec-1946 and the age of 77 years. H6 code c19, d14: this report was originally opened to document the catheter detachment inside the patient or inside the introducer sheath as a reportable malfunction. It has been determined that an delivery catheter kink occurred instead, which was determined as not reportable. If to recur, it is not likely to cause a serious injury. This report and all relevant follow-ups are being retracted.

Event description:
The following information was reported to gore: a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for an unknown treatment in an unknown anatomical location. It was reported that the viabahn device could not be fully inserted into the vessel during the procedure. When the viabahn device was removed, it was found that the viabahn device was damaged. The front part of the delivery catheter showed a breaking point / kink. There was no report of patient harm.

Manufacturer narrative:
H6 code c21, d16: this report was retracted on (B)(6) 2024, because the medical device was lost in transit and due the information available at that time. The hospital sent two photos of the medical device after the procedure, which showed a complete break of the delivery catheter components. In the meantime, the device returned to the hospital and the device return to the manufacturer is arranged. Further investigation will be conducted on the returned medical device. Please disregard the retraction from (B)(6) 2024, this is still a reportable malfunction.

Event description:
The following information was reported to gore: a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for an unknown treatment in an unknown anatomical location. It was reported that the viabahn device could not be fully inserted into the vessel during the procedure. When the viabahn device was removed, it was found that the viabahn device was damaged. The front part of the delivery catheter showed a breaking point / kink. There was no report of patient harm. The hospital provided photos of the viabahn device after the procedure, where it could be seen that a complete break of the delivery catheter components occurred.